Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation alleges friction and wear between the cobalt-chromium metal head and metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. As a result patient experienced loss of mobility, loss of range of motion, bone loss, severe physical and mental pain, discomfort, immobility and inflammation, as well as high levels of chromium and cobalt. Doi: (B)(6) 2010; dor: (B)(6) 2016; (right hip).

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis. Doi: (B)(6) 2010, dor: (B)(6) 2016, (right hip).